Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿when connecting the infusion connector to the PICC to flush the tube, the flush solution could not be injected. The connector was separated from the PICC tube, and the flush solution could still not be pushed in when pushing it again. ¿the product in use at the time is reported to be a 2000e china from lot 24015031. Further information from the customer has stated that the connector could not be pushed when flushing the tube with 10ml normal saline and after replacing the joint with a new 2000e joint also it was found that the push could not be moved. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015031 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim at 16:00 on (B)(6), 2024, the head nurse was replacing the infusion connector when giving the patient PICC maintenance. When connecting the infusion connector to the PICC to flush the tube, the flush solution could not be injected. The connector was separated from the PICC tube, and the flush solution could still not be pushed in when pushing it again. The flush solution was directly connected to the PICC tube, and the flush went smoothly; that is, the infusion connector was replaced and the flush went smoothly.